Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon review, the insertable cardiac monitor (icm) was visibly poking out of the skin with no infection noted. The icm was explanted and replaced on (B)(6) 2021. The patient was stable.